Manufacturer narrative:
H6: code 400(other): damaged firing mechanismh4: information unavailable based upon the information received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Due to the damaged firing mechanism the instrument may become difficult to release from tissue. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
The device was used during a laparoscopic splenectomy. The instrument jammed and would not re-open. Surgeon realized now that she used wrong instrument on artery and vein but she does not understand why the instrument jammed and would not re-open. Surgeon was extremely upset that this case had to be converted to open.